Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received a motor error alarm. Customer's blood glucose was 125 mg/dl. During troubleshooting, it was found that customer was not exposed to magnetic field or MRI. Insulin pump will be replaced. No further information provided.

Manufacturer narrative:
The insulin pump functioned properly during the rewind, basic occlusion test, occlusion test, excessive no delivery alarm test and displacement test. No motor error alarm was noted. The motor was tested outside of the device and passed the motor test. No cosmetic damage was noted.